Event description:
It was reported that this pacemaker was interrogated in-clinic, and it was determined that the pacemaker had entered safety mode. Additionally, the battery of this implantable device was suspected to have depleted prematurely after approximately 6 years of implant. However, a longevity calculation indicated this was normal battery depletion. Urgent device replacement was recommended. Upon speaking with the patient's family, it was decided not to replace the pacemaker due to the patient's advanced age. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.